Manufacturer narrative:
The hta procedure set was returned and evaluated. The seal on the one of the individual packages was broken. There was no damage to the outside of the box noted. There was significant continuous adhesive noted using a black light inspector on both the lid and tray indicating a seal transfer. The root cause classification is undeterminable, based on the returned condition of the product.

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on (B)(6), 2010 that upon unpacking of the hydrothermablation procerva procedure set it was noticed that the seal of the individual package was broken. No damage to the outside of the box was noted. This was noticed during preparation, no patient involvement.

Event description:
It was reported to boston scientific on (B)(6), 2010 that upon unpacking of the hydrothermablation procerva procedure set it was noticed that the seal of the individual package was broken. No damage to the outside of the box was noted. This was noticed during preparation, no patient involvement.